Event description:
During a pta/stenting treatment procedure to dilate a lesion in the left iliac artery, the delivery device broke. The physician was attempting to deploy the stent at the target lesion when the device broke. As the physician pulled the partially deployed stent to the left groin, the stent became stuck halfway in and halfway out of the artery. The pt bled into the left groin and surgical intervention was necessary for exploration of the left groin and stent retrieval. The pt tolerated the surgical procedure well.